Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose for no reason. Customer¿s blood glucose level was 400 mg/dl. Customer declined troubleshooting for high and low blood glucose. Customer did displacement and self-test to make sure it was working properly. It was unknown that the customer was used auto mode feature or not. The device will not be returned for analysis.